Event description:
It was reported that pump experienced malfunction after customer went through airport body scan and displayed non-resettable malfunction alarm code 16 with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty.